Manufacturer narrative:
Contaminated sterile drapes were reported. This issue is under investigation through the offices. The issue is currently under going a field action determination and has been sent to the quality review board to investigate.

Event description:
The c-arm sterilization drape was observed to have gross particulate contamination in un-opened sterile packages. The contamination was noted during hospital inspection. No patient exposure or injury resulted.